Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, (coaguchek or accu-chek inform or accutrend) strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation: the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.8 inr. Within 4 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 3.7 inr. The patient's therapeutic range is 2.0 - 3.0 inr.